Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Patient was revised to address pain and instability. All components were well fixed. Surgeon removed femur tibia and insert and replaced with an attune revision knee with sleeves on both sides. Doi: (B)(6) 2016, dor: (B)(6) 2019. Right side.

Event description:
On (B)(6) 2016, the patient received a right attune total knee to treat degenerative joint disease. The patella was resurfaced and depuy cement was utilized. The surgeon noted the removal of a screw from the right knee from an unknown manufacturer implanted during a previous operation for an unknown reason. There were no indicated intra-operative complications. On (B)(6) 2019, the patient underwent a right knee revision to address pain, instability, and tibial tray loosening at the cement to implant interface. The surgeon noted the removal of excess scar tissue. The tibial tray, tibial insert, and femoral component were revised. The patellar component was retained. The patient was revised with depuy products and depuy cement x 1. There were no indicated intra-operative complications.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 (dob), b5, b7, d4 (expiration date), d10, g2, h6 (clinical and impact codes). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: a1, e1, e2, e3, g1. E3 initial reporter occupation: lawyer.

Manufacturer narrative:
Product complaint # : pc-(B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.